Manufacturer narrative:
The investigation of kit lot 00902z did not find any product problem. The cause of the discrepant results cannot be determined, as the customer data could not be reviewed. (B)(4)

Manufacturer narrative:
The investigation is on going and a supplemental report will be submitted on completion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged 2 patient samples generated discrepant results on the cobas liat system. Sample 1 generated a positive result for sars-cov-2 on the cobas liat system. Repeat testing of the same sample on the same cobas liat system generated a negative result for sars-cov-2. Repeat testing of the same sample on a cepheid generated a negative result for sars-cov-2. Sample 2 generated a positive result for sars-cov-2 on the cobas liat system. Repeat testing of the same sample on the same cobas liat system generated a negative result for sars-cov-2. Repeat testing of the same sample on a cepheid generated a negative result for sars-cov-2. The negative results were reported to the doctor. No harm was reported for both the patients. 2 MDR's will be filed 1 for each patient.